Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
The customer reported the unit powered off with an error code message of da pcba adc (data aquisition/ printed circuit board assembly/ analog digital converter) reference failed. No patient involvement was reported.

Event description:
The customer reported the unit powered off with an error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) reference failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.